Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy red bumps on back under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.